Event description:
The sensor was inserted into the arm on (B)(6) 2023. On (B)(6), the patient¿s cgm provided a "low alert" (no specific value reported) and the patient's bg meter reading was 28 mg/dl. The patient was discharged home three days later on (B)(6) 2023.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, between 6-8pm the patient¿s cgm provided a "low alert" (no specific value reported) and the patient's bg meter reading was 28 mg/dl. The patient self-treated by eating peanut butter. Despite treatment, it was reported that the patient¿s bg level was not rising, and she eventually lost consciousness. The patient¿s husband called 911. Emergency medical service (ems) arrived and transported the patient to the hospital. The patient regained consciousness at the hospital but does not remember how. The patient could not recall any treatment/medications she received in the hospital, other than having a computed tomography (CT) scan done. The patient was discharged home two days later. At discharge, the patient was prescribed prednisone to continue at home. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the a, b zone of the parkes error grid. The patient was feeling ¿alright¿ at the time of report. The patient also suffered small bruises to her knees (most likely from falling when she lost consciousness). Attempts to reach the patient for further patient and event details were unsuccessful. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.